Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during equipment testing conducted at the user facility that the device was displaying an error that stated that the device could unintentionally activate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility that the device was displaying an error that stated that the device could unintentionally activate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.